Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated when the chair is in reverse the right motor will not engage properly.